Event description:
It was reported one of the patient's leads was fractured. Surgery may occur. The investigation did not determine which lead was fractured.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4) , batch: 6297146.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the lead was explanted and replaced.